Event description:
Additional information was received, it was reported the representative determined the device had to be replaced.

Manufacturer narrative:
Continuation of d10: product ID: a71400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a [unrelated] heart attack on (B)(6) 2024, during which a stent was placed, and defibrillation was performed with paddles placed on the chest. The patient had an ins located in the right buttock with leads in the thoracic region. Upon discharge on (B)(6) 2024, the ins was depleted, and it was noted to deplete more quickly than before starting on the same date. Subsequently, the patient observed service code 323 on their handset and reported that therapy was not attainable. During troubleshooting, a representative initially observed a "device reset" message and later encountered a message stating, "therapy turned off - amplitude will be set to zero for all programs in the active group." Additionally, a system error-0x38c98a4 was encountered. Attempts to connect to the ins using a tablet were unsuccessful, with the tablet indicating it could not locate the device. The representative was able to connect using the patient¿s handset and adjust settings, but therapy could not be restored as the service code 323 reappeared when settings were adjusted. Potential device damage or compromise due to defibrillation was discussed, along with the possibility of requiring an explant. Further escalation of the case was planned for additional evaluation and communication. On 2024-dec-26 additional information was received from the rep. Software version of the app was received. The cause is currently unknown and unknown if there was emi interference. Rep also called technical services for a timeline on when they can share information with the patient. The rep is waiting on further response from technical support, so the issue is not yet resolved. Logs could not be obtained due to inability to interrogate the device.